Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine root cause. Should additional information become available a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 3 of 5. The home patient (hp) was still connected and the supply bag was empty. The technical service representative (tsr) asked if any bag come undone; per the hp, there were no disconnections. The tsr assisted the hp to clear the alarm. The hp will finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report.